Manufacturer narrative:
Added code 2067 to h6.

Event description:
It was reported that this patient expired two days following system explant due to pocket erosion. Device was hanging out of the pocket prior to explant. The cause of death was reported to be sepsis. This report is being filed to submit an additional ar-p code.

Event description:
It was reported that this patient expired two days following system explant due to pocket erosion. The device was reportedly hanging out of the pocket prior to explant. The cause of death was reported to be sepsis.